Manufacturer narrative:
(B)(4). The complaint mr370 reusable humidification chamber was received at our fisher & paykel healthcare (f&p) regional office in (B)(4) and was inspected by a trained f&p technician. Our investigation is based on the photographs provided by the regional office, and our knowledge of the product. Ts: visual inspection of the photographs provided by the regional office of the mr370 chamber confirmed the chamber dome was cracked. From the information and photographs provided, we were unable to determine the cause of the chamber crack. All mr370 chambers are visually inspected before leaving the production line and those that fail are rejected. The subject mr370 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr370 reusable humidification chamber state the following: "warning: to prevent cracking, ensure that the water inlet port plug, and any other reusable compounds, are disconnected from the chamber before cleaning. " "recommended way to clean the chamber: chambers maybe cleaned by any of the following methods: autoclave: 132°c (270°f) @ 220kpa (32psi) for 4 minutes, or 121°c (250°f) @ 96kpa (14.1psi) for 30 minutes. Ethylene oxide: 55°c (131°f)"

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a mr370 reusable humidification chamber had a cracked chamber dome after a few months of use. There was no patient involvement.